Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the sewer pipe broke above station. A field service engineer (fse) removed return bin so customer could clean drawer and replace drawer liner. Fse reinstalled return bin after drawer was cleaned and liner replaced issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pipe was broken above the station and some of the sewage had entered into the matrix drawer and return bin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.